Event description:
According to the reporter: when stapling the artery the staple reload cut and did not form proper staples leaving the artery open. The pt was opened to stop the bleeding. O.r. Time delay was reported. The artery was sutured close.